Event description:
The customer reported the ventilator went vent inop and alarmed while in use on a patient. The customer reported there was no patient harm. Review of the device diagnostic log history indicated a ventilator restart had occurred. The manufacturer's service tech reported the ventilator display was distorted in operation. The service technician replaced the vga pcb board to complete the repair. Extended self testing and applicable final testing was completed and tests passed to operating specifications.